Manufacturer narrative:
On 02 december 2016 the r&d project manager analysed the image relative to the explanted implants and commented as follows: from the image available no conclusions can be drawn; the fracture of the liner is even not well visible. We did a test to simulate what probably happened during the surgery: the impactor was probably not lined up correctly with the liner. Because of the wrong alignement of the 2 pegs of the impactor the liner was not correctly coupled with the shell, and the pe liner was damaged in correspondence of the 2 pegs; anyway the liner did not crack. The root cause of the event is likely the malalignment of the pegs of the impactor.

Manufacturer narrative:
Batch review performed on 08 november 2016. Lot 165386: (B)(4) items manufactured and released on 05 october 2016. Expiration date: 2021-09-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received from the initial reporter on 09 november 2016 and includes: the liner was on the impactor, the surgeon impacted the liner in the shell. He didn't think it was fully seated so he impacted it again. Additional information received from the initial reporter on 01 december 2016 and includes: the implant was cracked where the holes are on the rim. When the surgeon impacted the liner he didn't line up the impactor correctly I believe that's why it cracked.

Event description:
The liner cracked when the surgeon was impacting it (during surgery). No fragments fell into the patient. Another liner was used to complete the surgery. There was no delay in surgery. The surgery was completed successfully.